Event description:
During follow up of a separate incident, the nurse stated that the hp had identified a leak in the transfer set in (B)(6) 2012. Per nurse, the transfer set was replaced and the leaking transfer set was discarded. The nurse provided the product as 5c4482, but did not have the lot number. The nurse explained that the leak was found at the threads of the twist clamp, while the twist clamp was in closed position. Per nurse, the transfer set had been in use for about 3.5 months. The hp started peritoneal dialysis (pd) therapy in (B)(6) 2011. No damages were noticed prior to use. The hp denied excessive force or overtorquing. Per nurse, a cause of the leak was unknown. Per nurse, the hp was doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.